Event description:
It was reported that the customer¿s insulin pump had recurring motor error alarms during the rewind process. Troubleshooting was performed. Since the device was not able to complete the rewind process, the displacement test could not be performed. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during rewind as a result of a motor encoder signal being out of phase.